Manufacturer narrative:
Correction: device UDI now provided. Also, initial MDR incorrectly stated that lot number and manufacture date were unavailable when in fact they were reported on the initial submission.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the screw on a thoracic clamp was stripped. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.